Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens vial. Visual inspection found a tear in the haptic. Work order search: no similar complaint type events were reported for units within the same lot. Claim number (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2, -8.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. It was noticed that after implantation, the lens had a scratch. The surgeon intraoperatively explanted the lens with a forcep instrument and implanted another staar lens. There was no patient injury.